Manufacturer narrative:
Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(4), ubd: 11-jun-2023, UDI#: (B)(4) ; product ID: b3400060, serial/lot #: (B)(4), ubd: 27-may-2023, UDI#: (B)(4); product ID: b3400060m, serial/lot #: (B)(4), ubd: 10-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were slightly elevated impedance levels for some contacts. Possible external factors were reported to be post-op inflammation. Actions/intervention is not planned as impedance levels were barely elevated. Managing neurologist did not see them as an impediment to programming. During investigation, the manufacturer representative reported that inflammation was unconfirmed; it was the neurologist's speculation.